Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely from 50% during last device check to most recently, 13%. Additionally, review of stored episodes reveled during an untreated episode, oversensing of noise signals was observed. The patient is unsure what they were doing during the time of the untreated stored episode. Technical services (ts) provided the health care provider with troubleshooting suggestions. Subsequently, the patient underwent additional surgical intervention as a result of the premature battery depletion. The device was explanted and the electrode was successfully connected to the new device. No additional adverse patient effects were reported.